Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Upon providing additional details for a different report, it was also disclosed that a patient was diagnosed with bilateral moderate dlk (diffuse lamellar keratitis) one day after lasik surgery. This report will address the patient's left eye. The reporter stated that the dlk was resolving in (B)(6), however, it was not disclosed whether medication was required.